Event description:
It was reported that during a coronary artery stenting treatment procedure stent dislodgement occurred. The calcified, 75% stenosed target lesion was in the moderately tortuous mid right coronary artery (rca). The lesion was predilated to a 2.0x20 mm non-bsc balloon catheter. The physician selected and advanced a 2.5 x 24mm express2 monorail bare metal stent to treat the target lesion, but was unable to cross. The stent dislodged inside the pt at the "front" of the lesion. The physician was able to retrieve the dislodged stent with an unspecified type snare. The procedure was completed with an unspecified type of different device. There were no pt complications reported with the pt encountering "no problem".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.